Manufacturer narrative:
The integrated electro surgical unit was returned to the original equipment manufacturer (OEM) for further failure analysis due to error m-02-3 error. The reported failure was confirmed when the unit generated m-02-3 error on startup. Troubleshooting led to a malfunction cpu component. Also, the front frame bezel was cracked, and the top cover had scratches.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and reproduced the issue and replaced erbe to correct the reported problem. The system was retested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the grounding pad could not be detected. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted m-02 and some other errors. The tse had the customer try the grounding pad on their forearm and it would not work. The customer had already hooked in a force triad and was using it for monopolar energy and the integrated electrosurgical unit (iesu/erbe) for bipolar energy. Grounding pad was working with no issues with the force triad. The procedure was completed with no patient injury.